Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician pre-dilated the highly calcified and moderately tortuous proximal left anterior descending (lad) artery lesion with a maverick balloon. The physician attempted to place a 4.00x28mm taxus express2 drug eluting stent in the lad lesion, but could not cross the lesion. The physician attempted to withdraw the stent delivery sys (sds) out, but the stent became dislodged from the balloon catheter. The physician then "inflated the balloon to low pressure to capture the proximal edge of the stent". As the physician completed the low inflation, he noted that the "stent became slightly flared". The physician then tried to "advance the guide catheter over the stent, but was unable to do, so due to the flare on the proximal edge of the stent". The physician then decided to pull back the entire guide catheter/stent delivery sys to completely remove it from the pt. As the physician reached down to the femoral artery, the "stent embolized off the delivery catheter and became lodged in the femoral artery". The physician consulted the radiology team to decide if the stent could be snared out. The physician then decided to leave the stent inside the pt because as the flow was not compromised and they did not feel that the stent would embolize further. The lad lesion was never stented and the pt did not come back to complete the procedure. Pt condition was stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.